Manufacturer narrative:
Occupation: occupation is lay user/patient. This event occurred in (B)(6). Device evaluated by MFR: the customer has discarded the strips.

Event description:
The initial reporter complained of an erroneous high inr result on coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The customer tested on the meter with a result of 8.0 inr. Based on this result, the customer went to the same hospital where he had recently had a heart operation on (B)(6) 2019 to have a comparison performed. The result from the laboratory was 6.0 inr. The customer's therapeutic range is 2.5 inr. Due to the high inr results, the customer was hospitalized in the intensive care unit for 1 night for observation. While the customer was in the hospital, the cardiologist identified fluid around the heart; the fluid was removed. There was no allegation that the device caused or contributed to the hospitalization. The device correctly alerted the customer to a high inr and the customer sought appropriate treatment. The test strips have been discarded and are no longer available for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.